Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number was (B)(6). The calibration and qc results were checked and found within the acceptable limits. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results from the cobas 4000 c311 stand alone system. The initial result was 6.58 mg/dl, and the repeat result was 4.8 mg/dl. On (B)(6) 2025, the same sample was re-centrifuged and tested on a cobas pure analyzer, and the result was 3.03 mg/dl. On (B)(6) 2025, a second sample from the patient was tested, and the result was 0.88 mg/dl.

Manufacturer narrative:
The investigation did not identify a product problem. The event was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.